Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice automated peritoneal dialysis set, that had been connected to physioneal 40 2.5% and physioneal 40 4.25 5 liter bags, had separated from the bags prior to starting dialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.